Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and ad adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they started feeling sluggish and called the emergency medical technician¿s (emts). When the emts arrived, they tested the patient¿s blood glucose that was reading 28mg/dl, compared to the cgm that was reading 197mg/dl. The emts administered the patient with glucagon and the patient did not have to go to the hospital. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.